Manufacturer narrative:
This ipg serial number was included in a field advisory: 1627487-07262012-002-r, 1627487-12192011-003-r . The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. As such, the ipg became inoperable. The patient had their ipg explanted and replaced. Effective therapy has been restored.